Manufacturer narrative:
Heartsine evaluated the returned device and verified the reported fault. The fault was attributed to adverse storage which had impacted several internal and external components.

Event description:
Red status led, voice prompts when turned on. No patient involvement.

Event description:
Red status led, voice prompts when turned on. No patient involvement.